Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a patient with a medical history of severe aortic stenosis, porcelain aorta, and significant tortuosity of the aortic arch and descending aorta experienced procedural complications. Valve crossing was challenging due to difficulty maneuvering the catheters, and the delivery system advanced through the aortic arch with difficulty, requiring the use of a non-medtronic (lunderquist) guidewire to cross the aortic arch. During this phase, the patient lost consciousness, became unresponsive, and was unable to speak, observe, or react to stimuli, though there were no respiratory or blood pressure issues. The procedure was suspended, and the patient was sent for a brain computed tomography scan, which revealed a cerebral lesion in the posterior lobe. The patient is currently under observation in the stroke unit.

Event description:
It was reported that during a transcatheter heart valve procedure, a patient with a medical history of severe aortic stenosis, porcelain aorta, and significant tortuosity of the aortic arch and descending aorta experienced procedural complications. Valve crossing was challenging due to difficulty maneuvering the catheters, and the delivery catheter system (dcs) advanced through the aortic arch with difficulty, requiring the use of a non-medtronic (lunderquist) guidewire to cross the aortic arch. During this phase, the patient lost consciousness, became unresponsive, and was unable to speak, observe, or react to stimuli, though there were no respiratory or blood pressure issues. The procedure was suspended, and the patient was sent for a brain computed tomography scan, which revealed a cerebral lesion in the posterior lobe. The patient is currently under observation in the stroke unit. Additional information was received that the stroke was ischemic. No treatment was provided. The patient subsequently died three days after the event. Perthe physician, it was unknown whether the stroke was related to the dcs, but the event happened after the dcs was crossing the aortic arch. The physician attributed the stroke to the patient's calcified porcelain and tortuous aortic arch.

Manufacturer narrative:
Updated: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.